Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy. Age & date of birth: requested, not available due to hospital policy. Weight: requested, not available due to hospital policy. Ethnicity: requested, not available due to hospital policy. Race: requested, not available due to hospital policy. Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received a user facility medwatch report #(B)(4). The event description stated: that the user facility experienced an alleged failure with the angio-seal device involved. The patient underwent a lhc (left heart catheterization), rotational atherectomy of lad (left anterior descending artery), ptca (percutaneous transluminal coronary angioplasty) and des (drug-eluting stent) of lcx (left circumflex artery) chronic total occlusion, ptca & des of lad and diagonal, ivus (intravascular ultrasound) of target vessel, and closure of bilateral groins with angio- seal device. There were no procedural complications. After discharged home, the patient developed a cold and painful rt (right) foot. There were no pulses found on the exam. The patient required a mechanical thrombectomy of the occluded right common femoral and proximal superficial femoral artery, and atherectomy for restoration of flow into the femoral-popliteal segment. In the procedure findings, the provider noted a concern for the angio-seal closure device failure. The original intended procedure blood flow maintained to the extremity post-procedure and use of angio-seal device. The patient was discharged home on dual antiplatelet therapy.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea. Terumo tmc performed a maude search on (B)(6) 2022. Report number (B)(4) was found and was confirmed to be of the same reported event; therefore, the maude report has been provided.